Event description:
Pt implanted in 1999 in the upper vermilion border. Onset of infection and wound drainage, during 1999, exact date unknown. Pt treated twice with antibiotics, during 1999, exact date unknown. Implant explanted in 1999.